Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 90 ml/hr. 800-975 ml were delivered in 1-2 hrs. The pt vomitted and aspirated the feeding. The pt was taken to the hosp for some type of medical intervention, but the reporter was unsure what was done.